Event description:
The customer reported that the maxplus clear valve "sprayed" chemotherapy when disconnected. There was no report of harm to the patient or medical intervention. Although requested, no further patient or event information was provided.

Manufacturer narrative:
(B)(4). The set has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is complete.